Manufacturer narrative:
Unit p-cap/reservoir locked properly in place. Unit received with minor scratched lcd window. After battery installation unit gave an unexpected blank/white display followed by horizontal lines due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the screen was cracked. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.